Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event. As a preventative measure (pm), the fluidics module was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a cataract surgery, aspiration was found to be low to none during phacoemulsification and irrigation/aspiration (I/a) modes. No active irrigation (ai) or gravity fluidics (IV) were used to control intraocular pressure (iop). It was reported that system occlusion tone was heard and occlusion message was displayed. The surgery was completed as planned without any harm to the patient.